Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material/residual fluid in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2 (remove "user facility" and add "company representative"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the distal end" malfunctions could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in "tjf-q190v operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.